Event description:
A nurse contacted baxter's technical service center to report a therapy program change which occurred on home choice (hc) during use during drain 1. The baxter technical service representative (tsr) arranged for a swap of the device. There was no patient injury or medical intervention indicated at the time of the initial report. Follow up with the nurse revealed that the patient did receive the new homechoice device and is continuing with therapy.

Event description:
During a call for an unrelated alarm (B)(4), the patient's caregiver indicated that the patient was in the hospital with peritonitis. On (B)(4) 2010 the following additional information was obtained from the patient's peritoneal dialysis (pd) nurse: the patient has been on automated pd therapy since (B)(6) 2010 with regular cal (pd2) ambuflex. The nurse indicated that on (B)(6) 2010, the patient's father brought in a sample of the patient's effluent into the clinic as it was cloudy. The results of the cell count were: 990 white blood cells (wbc), 36% neutrophils , 2% eosinophils , 41% lymphocytes , and 19% monocytes. A gram stain also performed showed a few wbcs with no growth. A culture performed showed no growth on (B)(6) 2010, no growth on (B)(6) 2010, and gram variable bacilli, isolated acid fast bacilli on (B)(6) 2010. On (B)(6) 2010, the patient was admitted to the pediatric floor at a hospital due to cloudy effluent and a high temperature. The patient was given vancomycin and ceftazidime, intraperitoneal. The patient was discharged on (B)(6) 2010 and was readmitted on (B)(6) 2010 because when the patient got home on (B)(6) 2010, the effluent was cloudier and the patient had a temperature of 103 degrees. The nurse indicated that a new catheter was placed on the patient on (B)(6) 2010 because it was leaking but the nurse does not believe the peritonitis is due to this as it had been leaking since (B)(6). The catheter manufacturer is unknown. The nurse indicated that after the peritonitis was diagnosed on (B)(6) 2010, the transfer set was not replaced. The nurse also indicated that the patient is currently still hospitalized as the catheter is going to be removed to allow for the peritonitis to resolve. During this time, the patient will be on filtration dialysis and will then have a catheter placed again and will continue with pd therapy. The nurse indicated the patient is receiving vancomycin ceftazidime and amikacin. The nurse indicated that there may have been a break in aseptic technique to cause the peritonitis but she does not know for sure. The nurse did indicate that there was no defect or malfunction of any of the patient?s baxter pd supplies. No further information is available.

Manufacturer narrative:
(B)(4). A manufacturing record review of potentially associated lots was performed finding that there were no issues noted during the manufacturing process or deviations from standard procedure. The most probable root cause for this event of peritonitis is poor aseptic technique, as identified by the patient's nurse. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. Baxter has received similar reports for the reported problem of peritonitis. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor these product lines for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.